Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 344 mg/dl. The customer was trying to treat with a bolus from the insulin pump. The customer reported that the insulin pump alarmed no delivery multiple times. The customer was advised to examine the cannula of the infusion set for the insulin pump. Troubleshooting was not completed because the customer had disconnected. No additional information was provided.